Event description:
It was reported that balloon rupture occurred. A 12.0 x40, 75cm gladiator balloon catheter was advanced for dilatation. However, during inflation, the balloon ruptured. The procedure was completed with another 12x40 gladiator balloon catheter. No patient complications were reported and the patient was not harmed.